Event description:
The ICD involved in the MDR report was implanted on (B) (6) 2007. Upon a scheduled follow-up performed on (B) (6) 2009, the physician reported that he observed an open continuity message related to the right ventricular coil. Reportedly, a lead revision was performed (allegedly on (B) (6) 2009) and the physician observed that the setscrew associated with the right ventricular coil (distal electrode terminal, i.e. Rv df-1 (-) cathode) was not properly tightened, since the lead terminal pin could be pulled out of the connector without unscrewing the setscrew. The lead was reconnected and the setscrew was properly tightened, solving the issue.

Manufacturer narrative:
On (B) (6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.